Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There is no indication that the device was in patient use and will be reported as a product problem. During the evaluation of the device at the manufacturer's service center, the device failed to power on. Additionally, the a/c cable connector is damaged, and the a/c cable connector needs to be replaced to address the issue. No repair was performed on the device. The device is not needed for inventory and has been scrapped.